Event description:
Based on the additional information received on (B)(6) 2013, this case initially considered as non-serious was upgraded to serious as the event of "unable to walk" was upgraded to serious as per new ime list. This serious unsolicited device case from united states was received on (B)(6) 2013 from a physician. This case concerns a (B)(6) male patient who was unable to walk, started to limp, experienced knee pain and knee swelling whilst receiving treatment with synvisc one; however, there was almost no relief in pain and swelling (sub-therapeutic response). The patient's medical history was significant for previous use of orthovisc (for 3 year with excellent results) and the patient concomitantly had knee pain. No other concurrent condition, past drugs or concomitant medication was reported. On (B)(6) 2013, the patient received initiated treatment with synvisc one (route, dosage regimen, batch lot number and expiration date not provided) into an unspecified location. It was reported that synvisc one injection resulted in almost no relief in pain and swelling the first month post injection. On unknown dates, pain and swelling significantly increased second month post injection. The patient was also reported to be noticeably limping for several weeks. On an unspecified date in 2013, the patient was unable to walk due to severe knee pain at two months post synvisc one injection. It was reported that the patient also had the worst knee pain that he ever experienced since beginning treatment with orthovisc over three years ago. Action taken: unk. Corrective treatment: unk. Outcome: the outcome for the events of unable to walk and knee pain was not yet recovered. The outcome for the events of limping, knee swelling and "no relief in pain and swelling" was not provided. (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Additional information was received on (B)(6) 2013 in the form of investigation summary. Ptc results were added. Additional information was received on (B)(6) 2013 from the physician. The event of "unable to walk was reassessed as important medical event as it was listed in the new ime list and the text was amended accordingly.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: this case concerns a patient who had synvisc one and was unable to walk with limping. Although, the role of device cannot be ruled out due to anatomical proximity, however role of procedure of injection itself cannot be ruled out.